Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage at the top of the lcd window found on (B)(6) 2021. Pump received with a missing segment display. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump failed the self test due to missing segment display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board a 1, force sensor, motor, harness assembly vibrator and corroded battery tube.¿ the following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay, cracked lcd window, damaged display window cover and cracked battery tube threads. Customer returned pump due to a crack at the top of the lcd window. Missing segment due to moisture damage on electrical board a 1.

Event description:
Information received by medtronic indicated that the insulin pump had crack on top of screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.